Manufacturer narrative:
(B)(4). D10: concomitant medical products: unknown glenoid. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was had a revision surgery of a shoulder implant where the humeral head and glenoid were explanted due to glenoid pain. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; b5; d1; d2; d4; d9; g1; g3; g6; h1; h2, h4; h10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11 corrected data: h4 device manufacturer date. D4 - UDI is not applicable; the device was manufactured prior to di publish date. H6 component code: proposed code: mechanical (g04)- head. Visual examination of the returned product identified nicks, gouges, scratches, and scuffing to the articular surface. Product identifiers were found to conform to specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Insufficient information provided. Unable to perform a compatibility check. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.